Event description:
Pt developed fever and chills one hr into treatment. Facility filing on dialyzer (5th use). Possible pyrogenic reaction. Pt stable. Pt has subclavian catheter which was tender and red at site pre-treatment.